Manufacturer narrative:
Upon reassessment of the reported event, the cup was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the cup was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Unknown day in (B)(6) 2004. Concomitant medical products: catalog# 00640502802 al fm hd 28 x -3.5mm (12/14) lot# 60037429, catalog# 00640502802 alumina insert 48_54 x 28 mm lot# 60016158. Report source: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04699, 0001822565-2019-04703.

Event description:
It was reported that the patient underwent a revision procedure approximately 15 years post implantation due to pain as result of head and liner fracture after the patient jumped into a tractor. Attempts have been made and additional information on the reported event is unavailable at this time.